Manufacturer narrative:
Initial reporter-email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings striated assessed as to surgical damage additional observations: crease fold observed in the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced.